Manufacturer narrative:
An unspecified failure was reported. Visual inspection of the as-received set sample observed the me2017 set's male luer collar was broken off. No other issue was observed with the set. Although damage was observed on set me2017, functional testing observed no unexpected leak or issue. The root cause was identified as design of the male luer component.

Event description:
Although an unexpected tubing set with an unspecified issue was returned by the customer, a photo from the receiving lab appeared to show a broken male luer. The customer stated that there is no event information available.

Manufacturer narrative:
Concomitant medical products: one used partial set (unable to identify);non-bd needle-free connector. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Customer stated no event information available.

Event description:
It was reported that the male luer broke upon observation of the attached photo of the unexpected return. The customer stated that there is no event information available.